Event description:
During the procedure, a saline leak was noted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During device preparation for the atrial fibrillation procedure, a saline leak was noted prior to patient contact during a saline flush. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported the device.